Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the following reported information and the investigation result, omsc considered that the relevance between the reported microbes (klebsiella pneumoniae) and the subject device could not be ruled out. - klebsiella pneumoniae was detected in the sample collected from the suction pipe immediately after the reprocess. - no deviation was found in the facility reprocess procedure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, klebsiella pneumoniae (25 cfu) were detected from the sample collected from the suction channel of the subject device. The user stated that since a new cleaning staff had been in charge of cleaning of the subject device, there was a possibility that the cleaning of the subject device had been insufficient. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there were no abnormalities on exterior of the subject device and inside of all channels, such as residual foreign material, kink, or scratch. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.